Event description:
A pt reported blood glucose results of "186 mg/dl, 130 mg/dl, and 154 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.